Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, no instrument malfunction was discovered. The ccc specialist instructed the customer to perform a precision study, which resulted within acceptable limits. The sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension instrument, resulting higher on both. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.